Event description:
It was reported that while the patient was laying she had uncomfortable tingling and burning sensation from the implantable neurostimulator (ins) pocket site in buttocks that radiated down leg to knee. The temperature of the limb increases until she stood. The buttocks and leg would then be tender and uncomfortable, but the burning, tingling, and temperature would decrease. This discomfort occurred with the ins on or off. There was also fever, pain and less than 50% therapy relief. The patient was making an appointment with the implanter to discuss removal of the spinal cord stimulator (scs) system. There was no date yet for the appointment. It was noted that her impedances were within normal limits at the post-op appointment. A day later it was reported that the patient saw her managing healthcare provider (hcp) yesterday. It was unusual that the temperature on one leg was getting much higher than the other and that and they told the patient to turn the device off. The device was already off and they thought it was strange it was ¿still emitting some kind of power and it was off.¿ the hcp looked at where it was implanted and it was not in the proper place where they had agreed it would go. The patient was in a lot of pain and the managing hcp thought it should be removed but the surgeon was telling the patient it could take a couple weeks to get to it. The managing hcp was really concerned and the device was obviously emitting electric impulses if the battery was off and it was still running. It was later reported that a manufacturing representative (rep) attempted to reprogram the patient. They would determine the effectiveness at a follow-up appointment with the surgeon on (B)(6) 2015. If programming would be successful, the patient only wanted to have the new burning/feverish pain resolved without removing the scs. If it would not be successful, she wanted the entire system removed. It was later reported that the patient was scheduled to have the scs system removed on april 8. She was doing fine at this time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n308150, implanted: (B)(6) 2015, product type: accessory. (B)(4).